Manufacturer narrative:
G4 - PMA/510(k) # p050017/s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent entered the abdominal aorta along the guidewire, and when it passed halfway through the superior mesenteric artery, it could not be delivered to the lesion due to resistance. Re-puncture and repeat the maneuver, the stent still fails to reach the lesion site. Then withdrawn the stent from the patient. The procedure was cancelled because there was no other stent of the same brand available in the emergency hospital. The surgeon suspected that the stent delivery system was not sufficiently supportive, resulting in the inability to pass the lesion. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
G4 - PMA/510(k) # p050017/s002 and s003. Device evaluation: the ziv6-125-6-6.0 device of lot number c2112601 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 12th of march 2025. On evaluation of the device no issues were found, the following observations were made: visual inspection: protective tubing returned around outer sheath. Red safety tab returned in place. Protective tubing removed. No damage noted along delivery system. Stent examined and no issue observed. Functional inspection: device flushes as intended. Biological matter observed. 0.035 inch wire guide passes through device as intended. Red safety tab removed, and stent deployed without issue. Manufacturing records: prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for ziv6-125-6-6.0 of lot number c2112601 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the intended use section of the instructions for use (ifu0041) which accompanies this device instructs the user to: ¿the product is intended for use in the iliac arteries for the following treatments: arteriosclerotic stenosis, total occlusions that have been recanalizated.¿ there is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. It is known from the description of event that the device was used in superior mesenteric artery (abdominal aorta). This is not the intended area of use for this device. Placing a device in the incorrect location where it has not been tested can cause resistance and difficulty to reach the lesion site. Abnormal use complaints are considered to be beyond any further reasonable means of interface ¿ related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 22 may 2025 and receipt of additional information on 21 feb 2025 and 22 may 2025. How was the procedure completed? Answer. The procedure was canceled because there was no other stent of the same brand available in the emergency hospital. Are images of the device or procedure available? Answer. No. Details of access sheath used (name, fr size, length)? Answer. Kcfw-7.0-38-70-rb-raabe. What was the target location for the stent? Answer. Superior mesenteric artery (anatomy). Was the product inspected for kinks or damage before use? Answer. Yes, but no kinks or damage was observed. Was the device used percutaneously? Answer. Yes. Was the device flushed through both flushing port before the procedure, as per IFU? Answer. Yes. Details of the wire guide used (name, diameter, hydrophilic)? Answer. Terumo's 0.035 stiff stiffen wire guide-260cm. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? Answer. N/a. Was resistance encountered when advancing the wire guide to the target location? Answer. No. Was resistance encountered when advancing the delivery system to the target location? Answer. Yes. Was the approach ipsilateral or contralateral? Contralateral (if contralateral, was the bifurcation angle steep? Answer. Unknown. Was the delivery system tracked around a tight angle in the patient anatomy? Answer. N/a. What artery was the stent placed in? Answer. Superior mesenteric artery (anatomy). Did the patient have any pre-existing conditions? Answer. No. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g., kink)? Answer. No.